Event description:
It was reported, "on (B)(6) 2024 patient presented with the complaint of leakage from the catheter with injectable fluid oozing out from the puncture site and detachment of catheter from the port assembly, along with the pain in the hand while pushing medicine through it. On examination (usg guided), the PICC line was found in the proper anatomical position, the problem detected was with catheter & port attachment, it was found faulty, when IV fluid is pushed through the port, catheter ejects out. Patient will need to have PICC for few more weeks and hence replacement is mandatory. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.